Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive during troubleshooting for a no delivery alarm. Before the button issue during troubleshooting, insulin did exit the tubing when the customer pushed the plunger into the reservoir. The customer's blood glucose level was 8.6 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.